Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found upper case and both bail covers were broken. Additional findings noted battery contacts were compressed, both bails were missing, and the ring is bent.

Event description:
The external pulse generator was returned to the manufacturer, analyzed, and tested out of specification.